Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device upgrade. Upon interrogation, the right ventricular lead had high threshold with r-wave amplitude variation. Fluoroscopy showed that the lead was in a shallow position possibly contributing to the poor electrical measurements. The lead was capped and replaced on (B)(6) 2019 during the upgrade procedure. The patient was stable before, during, and after the procedure.